Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the "over-tamp" and "need service" alarm lights came on and audible tones were heard the cooler heater unit. The customer swapped the suspect unit out with a backup unit and the backup cooler heater unit developed a problem. The customer went back to the original suspect cooler heater unit and the over-temp alarm was no longer going off. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR # 1828100-2013-00685. The complaint was confirmed by the field service representative (fsr). After the fsr adjusted the analog to digital printed circuit board, the unit operated to MFR's specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/ or conclusion, a supplemental report will be filed accordingly.